Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while the imaging acquisition system (ias) was positioned around the patient and ready to spin, the ias brake disengaged and the system moved suddenly. The operating room (or) staff opened the ias door and moved the unit out, but even in e-stop mode the unit continued to drive as normal. The or team decided to physically hold the ias during the 3d spin to ensure it did not contact the patient. This was occurred intra operatively. There was a reported delay of 5 minutes and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) visited the site to test the imaging system but could not replicate the issue. A system checkout was performed, and the unit is functioning normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000174: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that there was no delay in the procedure, and the patient's weight at the time of the reported event was 82 kg.